Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead resulting in dizziness on a pacemaker dependent patient. Provocative testing was performed, but the noise was unable to be reproduced. The device was reprogrammed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right ventricular (rv) lead was capped.